Event description:
Following a cardiac catheterization procedure on 2/8/2000 for atypical chest pain. An angio-seal device was deployed and a femstop was applied to achieve hemostasis. The catheterization procedure went well, however there was difficulty during removal of the catheter which resulted in hemorrhage. Since that time, the pt has had pain in the right leg with absent doppler signals in the right foot. An ultrsound revealed stenosis in the right external iliac artery. The physician indicated that the pt became symptomatic with claudication and the pt was taken to surgery for removal of the angio-seal device. The surgeon found collagen in the vessel lumen and the anchor mid vessel causing a 90% stenosis. The angio-seal device and thrombus were removed and a dacron patch was placed over the area. The pt's doing fine with palpable pulses post surgery.